Manufacturer narrative:
(B)(4): a mastoprothesis operation was performed on (B)(6) 2011. In the second post-operative month, 2-3 mm superficial defect areas formed on the vertical line. Since the defect areas on both breasts increased in size progressively, a medical dressing was applied to the patient every other day; however, epithelization was not obtained. Then, repairs with graft were performed in the fifth month. Since grafts failed on the fifteenth day, the whole vertical line was removed, then the prostheses were also removed and followed by a breast reduction. The patient is still being monitored. (B)(4).

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. Following the procedure, the sutures became detached from papules the patient had developed. One month after the recovery, new cultures were taken and there was no new growth. The patient was followed for one month to dress the wound. The surgeon opines that the patient had an allergic reaction to triclosan.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.